Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and redness at the implantable pulse generator (ipg) pocket site. The ipg system was explanted. No further patient complications have been reported as a result of this event.